Event description:
Pace/sense portion of the lead has noise and a low impedance of less than 200 ohms. Shock portion of the lead appears to still have an in range impedance. On (B)(4) 2010, the pace/sense portion of this lead was capped on (B)(4) 2010. Should add'l info become available, this event will be updated.